Event description:
It was reported that while in use on a patient, "despite the possibility of connecting the capnography sampling tubing, the doctor realized that there was no return of capnography collection because the site was not completely pierced as it should be. There were no clinical consequences for the patient but a loss of time at the service level (approximately 15 minutes)." At the time of this report, the customer has stated that there will be no additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that while in use on a patient, "despite the possibility of connecting the capnography sampling tubing, the doctor realized that there was no return of capnography collection because the site was not completely pierced as it should be. There were no clinical consequences for the patient but a loss of time at the service level (approximately 15 minutes)." At the time of this report, the customer has stated that there will be no additional information. If further information is received, the complaint file will be updated.